Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that the patient presented with complaints of receiving a shock. The physician suspects this was a retrograde shock causing the competitor device to malfunction. Lead was capped and device was explanted. The patients lvef improved and he no longer wanted or needed an ICD. A monitoring system was implanted.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. The lead remains implanted.